Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood was leaking out of the one way valve that was used in the aortic root vent line. There was a blood loss of 10cc. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 26, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d3 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned so a thorough investigation could not be completed. A retention sample was visually inspected with no anomalies noted on the device. The sample was then manually run through the ops leak tests to ensure each component of the device is functioning as normal. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.